Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: "never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Reportedly, customer re-loaded previously used cartridges with insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose ranged from approximately 100s-200s mg/dl.